Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot# 0206484603, implanted: (B)(6) 2014, product type: lead. Product ID: 3387-40, lot# 0206488713, implanted: (B)(6) 2014, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for epilepsy. The patient's clinical diagnosis was increased number of seizures and described as augmentation from auras and dyscognitive seizures. Some medication changes were made to try to ameliorate the situation; the patient's briviact dosis was increased. There were no diagnostic methods performed. The event resulted in epileptologist visit and in-patient hospitalization. The event was related to worsening or exacerbation of existing condition. The outcome was reported as resolved without sequelae as of (B)(6) 2016. Relevant medical history included localization-related (focal, local, partial) epilepsies and syndromes. The symptomatic classification was temporo-parieto-occipital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.